Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately. The complaint was classified based on lifescan customer service representative (csr) documentation, and further information obtained in a follow up call with the patient by medical surveillance specialist. The patient could not remember when the alleged product issue began. The patient reported that she obtained blood glucose results of ¿325 and 300mg/dl¿ with the subject meter, she could not remember the time difference between the results. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. The patient denied taking any action in response to the alleged inaccurate results. The patient manages her diabetes with oral medication (metformin 1 tablet once per day). The patient reported that shortly after the alleged inaccuracy (she could not confirm how long), she developed symptoms of ¿headache and blurry vision¿ that she associated with not taking her medication. The patient did not receive any treatment as a result of the alleged issue. At the time of troubleshooting the csr reported that it could not be confirmed if the unit of measure was set correctly, or if samples were taken from an approved sample site. It was noted the patient did not have control solution to be able to walk through a control solution test and confirm if it was in range. The products were replaced and requested back for evaluation. This complaint is being reported because the patient developed signs/symptoms of an acute metabolic distress from hyperglycemia. Despite the patient associating her symptoms with not taking her medication, lfs cannot rule out that the meter did not cause or contribute to the event. There is no evidence that the subject meter malfunctioned based on the comparison provided.